Event description:
It was reported that the rv (right ventricular) lead had low impedance and a rise in threshold. It was further reported that there was low impedance and high threshold on the rv and atrial leads. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024-58, implantable pacing lead, (B)(6) 2000. (B)(4).